Event description:
It was reported that a spectrum infusion pump had multiple upstream occlusion alarms during pt care. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed through the history log but did not reproduce the upstream occlusion alarms. The device was found within specification in relation to the reported symptom and passed all testing. The device was calibrated to ensure proper occlusion detection.